Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 700 mg/dl; cause was unknown. Reportedly the customer got abrasions in their mouth. Customer changed supplies to address bg. At ER, customer was treated with intravenous fluids of saline and insulin to address the elevated bg. Customer was discharged later the same day with the issue resolved and no permanent damage. Customer reverted to an alternate method of insulin. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.